Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision is likely the result of the reported instability. The prosthesis wear appears minor and was likely not the root cause of the revision. The reported instability was likely caused by soft-tissue laxity (looseness), consequently, a thicker tibial insert was implanted during revision. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5; sn# (B)(6), 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t; sn# (B)(6), 200-02-35 - three peg patella 35mm; sn# (B)(6), 201-78-15 - holding pin mini sharp point 4 pk; sn# (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk; sn# (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk; sn# (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced instability. As a result, approximately five years and seven months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.